Event description:
It was reported that diagnostic testing resulted in high lead impedance at a routine office visit. X-rays were reviewed by the MFR, and no obvious lead discontinuities were identified. Full revision surgery was performed. The explanted product has been returned to the MFR for analysis.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.